Event description:
It was reported that during patient use in the intensive care unit (ICU), a ventilator became inoperative. The ventilator was completely locked out and stopped ventilating the patient. The patient was removed from the ventilator and was manually ventilated via an ambu bag until an avea ventilator was set up. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the ventilator and the alleged malfunction could not be duplicated. The ventilator passed all calibrations, extended self-test, and short self-test.